Event description:
It was reported the patient was experiencing a burning sensation while recharging the ipg. A replacement charger was sent to the patient. It was undetermined whether the new charger had resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.